Manufacturer narrative:
The technician found that the sidearm, latch and latch pin would not latch. The technician resolved the issue by replacing the sidearms on the ring intermediate siderail along with the latch and the latch pin.

Event description:
The account alleged the right intermediate siderail would not stay up. No pt impact.